Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. Customer was able to successfully fill the existing cartridge with the original needle. There was no adverse impact to the customer¿s blood glucose level.